Event description:
It was reported the patient had stimulation in the wrong location. It was stated five days prior to report the patient felt their parathesia move from their right rib cage to their right back and it was very uncomfortable. Reportedly, the patient¿s device was reprogrammed and they were able to get the stimulation closer to the proper area but it was still not like it used to be. It was noted there were no impedance issues and no patient symptoms or injuries related to this event. The patient¿s status was reported as no injury or adverse event.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).